Event description:
An optometrist reported that a pt experienced two small, central infiltrates in their right eye, associated with wear of focus night & day lenses. The pt had been wearing lenses on an extended wear schedule for approx 1 to 2 weeks in a row. The report states the pt had been out of town just before the problem occurred. They removed the lens as soon as the problem started and was seen by the optometrist the same day. They presented to the optometrist with foreign body sensation, pain, redness, tearing, light sensitivity & swollen eyelid upon awakening. Staining present over the area. No flare, but trace cells in the anterior chamber were present. No culture was taken. Treatment begun with ciloxan every hour for the first day, then ciloxan 4 times a day plus predforte 6 times a day. Resumed daily wear schedule with lenses on day 10 and continued use of predforte 2 times per day before & after contact lens wear, then instructed to begin cautious return to continuous wear. Slight reduction in visual acuity from 20/20 -2 to 20/25 +2 and scar remain. No further info is available at this time.